Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was inspected and it was determined that the tubing was separated from the twist clamp. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a disconnection issue. It was stated that the tubing disconnected from the twist clamp while the patient was sleeping. This occurred during an unknown step in peritoneal dialysis. The transfer set was replaced in the morning. There was no patient injury or medical intervention associated with this event. No additional information is available.